Event description:
The end user's father reports that while operating the power wheelchair at night, the end user attempted to cross a roadway and was allegedly struck by a motor vehicle. The end user was not the seatbelt.

Manufacturer narrative:
No malfunction of the power wheelchair suspected. The end user was operating the power wheelchair at nighttime and was allegedly struck by a motor vehicle while attempting to cross a roadway.